Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab, the md inserted the super arrow-flex (saf) sheath into the patient's right femoral artery. As the md was inserting the intra-aortic balloon (iab) through the saf sheath the balloon became stuck in the saf sheath. The md removed the iab and the saf sheath and inserted a datascope iab. The md used the same insertion site for the second iab. There was no reported patient death or injury. Medical/surgical intervention was not required. It is "unknown" if the therapy was delayed or interrupted. There were no reported patient complications. The outcome of the patient is "good".